Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the tricontinent syringes (a41599), tighten the modular chemistry sample probe, and replaced the solenoid valve (472689). (B)(4).

Event description:
A customer reported the dxc 800 pro instrument generated suppressed and erroneous results for bunm (blood urea nitrogen) and crem (creatinine) on four patient samples. The customer stated that false results for some of the patient samples were reported outside of the lab, but the customer did not indicate which specific samples were originally reported or amended. The customer stated there was no impact to patient treatment.